Manufacturer narrative:
Investigation summary: based on the information available, due to sharp instrument damage identified, product analysis was unable to confirm the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder 1 had broken/detached outer tube and broken fabric threads in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; a leak was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. There was no damage observed on cylinder 2; therefore, cylinder 2 passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a tear in the right cylinder causing a saline leak. The patient had visited the hospital two weeks prior to the replacement surgery because the device did not work properly. No patient clinical consequences were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a tear in the right cylinder causing a saline leak. The patient had visited the hospital two weeks prior to the replacement surgery because the device did not work properly. No patient clinical consequences were reported.